Event description:
Acclarent was made aware of an event on (B)(6) 2011, involving one patient and an 18x40 mm inspira air balloon catheter. The following information was gathered on (B)(6) 2011 from discussion with the acting physician, as well as the resident who held the device: during the first two successful inflation/deflations pulling force was applied by the assisting resident to create stabilization of the balloon position. Upon the third deflation attempt, further pulling force was applied, causing damage to the device, resulting in deflation difficulty. The balloon was pulled up to the distal end of the laryngoscope, at which time further pulling force was applied, causing the balloon's proximal balloon-to-shaft bond to be compromised upon removal (no device separation had occurred). A new acclarent 18x40 mm inspira air balloon was used to successfully treat the stenosis without further complication. No serious injury resulted, the patient was discharged the next day.

Manufacturer narrative:
The complaint device was returned to acclarent for evaluation on (B)(4) 2011. Evaluation confirmed that the device was pulled under tension, compromising the bond between the proximal portion of the balloon and the outer shaft. No physical device separation had occurred. Based on the information provided, acclarent believes the inspira air device experienced excessive tension used to maintain the balloon position during dilation. This tension is suspected to have stretched the balloon shaft, disrupting the balloon's ability to properly deflate upon the third dilation. A manufacturing review was conducted and no abnormalities were noted. Acclarent's IFU's warnings and precautions states, "never advance or retract the devices against resistance as this could cause tissue trauma or device damage." Acclarent will continue to update the file with any additional information and provide subsequent reports if required.